Manufacturer narrative:
Depuy mitek has received and evaluated the returned product. A visual examination of the returned device revealed that the failure of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Originally, the facility reported that the device had broken off out of the box. However, an evaluation of the device on 11/10/2006 revealed that there was biomaterial on the electrode, a portion of ceramic had broken off of the distal tip of the electrode, and there were scratch marks on the shaft, return brace, and ceramic tip of the electrode. Further diligence revealed that the device had actually broken in the patient and this was made aware two months later. We could not identify any other causative factors that would result in such a failure other than those mentioned in the instructions for use. Therefore, we believe this to be a user technique issue. All the pieces were retrieved from the patient and there were no patient consequences. However, if this were to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality, an MDR is being filed to document this event. At this point in time, no further action is warranted.

Event description:
The affiliate is reporting that during a shoulder arthroscopy for rotator cuff injury, the distal tip of a vapr electrode broke off into the patient. The broken ceramic fragment was easily retrieved from the body. The case was extended for an additional ten minutes to find the fragment. The surgeon opened another electrode to complete the case without further incident or harm to the patient.